Manufacturer narrative:
The device was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior product and no issues were observed. Unit failed functional tests with noisy motor and overheating when power cord was bent at strain relief. Power cord assembly grew warm during testing. After troubleshooting, the cause of the malfunction was observed to be a defective power cord assembly. A visual inspection was performed on the power cords external covering and no physical damage was observed, only small kinks near strain relief. It was determined that the power cord has a shorted or open internal wire. Motor and hall board were tested and passed functional testing. The complaint investigation has concluded that this unit has succumbed to physical damage to power cord. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event, include normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the power cord, which could have partially broken one or more signal wires. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
No delay or patient injuries were reported. A backup device was available to complete the procedure.

Event description:
It was reported by customer that device presented a burning smell and it got hot